Event description:
It was reported that during the procedure of endovascular aneurysm stent assisted coil embolization, during packing aneurysm while advancing the coil (subject device) into the microcatheter mid section of the main coil fractured and distal portion got stretched inside the microcatheter. The physician was able to remove all fractured coil parts from the patients anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the proximal contact wire was intact. The coil delivery wire was kinked/bent. The distal tip was found to be intact. The main coil was stretched. The main coil was not broken/fractured. Functional test: not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The coil delivery wire was kinked bent and was not broken. The as reported coil delivery wire broken/fractured during use will not be confirmed. The as analyzed coil delivery wire kinked bent will be assigned handling damage as it appears to be associated with handling of the product or portion of the product during the procedure / upon removal of the product from the packaging / preparation of the product prior to use, a probable cause of handling damage was assigned. The main coil was seen to be stretched and therefore the as reported main coil stretched will be confirmed. The as reported and as analyzed main coil stretched will be assigned procedural factors as this appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure of endovascular aneurysm stent assisted coil embolization, during packing aneurysm while advancing the coil (subject device) into the microcatheter mid section of the main coil fractured and distal portion got stretched inside the microcatheter. The physician was able to remove all fractured coil parts from the patients anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.